Manufacturer narrative:
Batch record review of lot b345 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected. (B)(4) completed: installed new mounting bracket for kt8l optics and adjusted optics within check out procedure specs. System check out is complete. The assessment is based on info available at the time of the investigation. Product was not returned by customer for investigation; therefore a root cause could not be determined at this time. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a bowl leak that occurred during treatment. Name and function of complainant: same as reporter. Customer called to report the bowl break had occurred during a treatment. Customer cleaned the blood that had leaked inside the centrifuge and requested field service to repair the damaged centrifuge leak detector strip and to do a more thorough clean up inside the centrifuge. Customer stated the male pt's blood pressure was stable and he was treated the next day with no problems. Service order (B)(4) was dispatch to service the instrument. Customer did not return any product for investigation.